Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient hypertensive systolic greater than 200 mmhg. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although difficulty was encountered splitting the exchange sheath, exchange sheath splitting was completed. After clip deployment, bleeding continued and a medium sized hematoma developed at the closure site. Manual compression was used to express the hematoma and achieve hemostasis. During manual compression, the patient became diaphoretic and dizzy, which resolved spontaneously after compression was completed. No adverse patient effects were reported. Though requested, no additional information was provided.